Event description:
The customer reported the system failed to display an interpretable image. This is a reportable event.

Manufacturer narrative:
A ge rep evaluated the system and replaced the cpu, the system interface board, and reloaded software. The system operates as intended.